Event description:
Pt was in surgery for radical retropubiuc prostatectomy when dr tried to deflate the foley catheter balloon, it would not deflate. After several attempts with a syringe, he finally cut the balloon. It took approx 3 minutes to deflate.